Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which devices were explanted so all are being reported on. Date of event is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-09871. Related manufacturer reference number: 1627487-2019-09873. It was reported that the patient's device(s) were explanted on an unknown date for an unknown reason.